Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The issue was resolved through replacing the filters. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reported issue was component failure of the filter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor had extended reprocessing times and water was flowing really slow during the reprocessing cycle. No error messages were displayed. The issue occurred during reprocessing. There was no patient involvement.